Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was having difficulty charging the ipg. The patient's ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.